Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient had high impedances showing in both sides that did not resolved with the 8840 use. Impedances were checked with the tablet and the 8840. The issue was not resolved. There were no further complications reported.